Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 2443ml, the fill volume was 1500 ml which meets iipv criteria. No patient injury or medical intervention was reported. On the 15th of april, product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause. Insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). A follow-up report will be sent upon completion of the evaluation.